Manufacturer narrative:
There was no user or patient injury with this event.a visual inspection was performed onsite by a dealer service technician. Return of the broken arm assembly has been requested by the manufacturer for evaluation.

Event description:
As the doctor was postiioning the x-ray unit to make an exposure on a patient, the yoke of the articulated arm broke from the middle allowing the tubehead to fall off the arm and was hanging by the cable.